Manufacturer narrative:
Date of initial report: 03/08/2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the hand piece burned the surgeon. No information is available about what kind of hand piece was in use. Despite efforts, no further information has been made available.

Manufacturer narrative:
One used forcefxc was received for evaluation. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.